Manufacturer narrative:
There was no reported injury or death at the time of the discrepant result. The MDR is being submitted under deviation (B)(4) pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer reported false positive on a patient sample while using aries sars-cov2- eua assay. · aries initial testing sars-cov2 positive (orf gene detected at 14.8). · confirmation testing performed on hologic aptima sars-cov-2 assay, as well as their laboratory-developed test. Both confirmation tests resulted as negative. The specimen was nps in phosphate-buffered saline, which is inconsistent with the aries sarscov2 eua package insert. Sample was from a lymphoma patient who was tested for covid prior to starting chemotherapy. No covid symptoms at the time of testing.